Event description:
It was reported that the patient received an inappropriate shock due to electromagnetic interference. The episode did not appear on the remote monitoring transmission and "invalid data" was noted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0185 competitor implantable tachy lead 2007-10-05 (B)(4).